Event description:
It was reported that the pt experienced no pain control even with increased dosing. The hcp attempted to change the medication and then noted the volume discrepancy. The pump reservoir contained less volume than expected of morphine sulfate. The expected reservoir volume was 20 ml while the actual reservoir volume was 12 ml. The pump had been completely refilled previously. The pt was taken to surgery where it was noted that there was a clot inside the tip of the catheter which caused an occlusion. There was no pt injury reported; the pt recovered without sequela.

Manufacturer narrative:
Results: - used for catheter.